Event description:
It was reported that the patient's ipg had reached end of life (eol) and the patient lost therapy. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated.